Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available for evaluation. A follow up medwatch will be submitted if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and the reported condition was confirmed since an elliptical cut was detected on the tubing. A batch review was conducted and there was an exception found in this batch; the wrong tubing was used; however, actions were taken to resolve this exception and the affected sets involved were all discarded. Since the affected sets were discarded, this exception was not related to this complaint. The cause of the report is unknown. No further action is needed at this time. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
This is a report from baxter (B)(4) of a large (1 cm long), elliptical hole in a set causing the fluid pathway to be unsterile. The reported condition was noticed after priming and left patient without intended intravenous parenteral nutrition fluid for 24 hours. The patient was given another bag. No patient injury or medical intervention occurred.